Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure of laparoscopy assisted distal gastrectomy, a metal about 6mm was noted to come off in the mayo table by the nurse. A competitor's product and reused forceps were on the table. It was requested to check whether the fell part came off the device. There was no patient involved.